Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a surgical procedure to relocate the implantable pulse generator (ipg) from the glute to the flank due to discomfort from belt friction experienced after a job change, and required new work clothes. The procedure was successful and without any complications. There was no patient harm or injury. Reportedly, the patient is tall and thin, with little adipose tissue, which may have contributed to discomfort at the original ipg location. The device remains implanted and functional. The device history record was reviewed. No relevant nonconformances were found.